Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 baclofen (unknown) at 99 mcg/day. It was reported that the hcp is decreasing the patient's pump dosage and the pump dosage is saying the lowest he can go is 96 mcg/day. Caller is asking if that is a safety mechanism. It was reviewed that is due to the lowest simple continuous dosage at the 2,000 mcg/ml concentration. They also reviewed decreasing to a lower concentration would allow for the minimum dose per day to decrease from 96 mcg/day. Caller stated they plan on replacing the pump tomorrow (B)(6) 2000) because "an area around the pump is infected, but the pump is fine." Caller had no further information on the infection at this time and does not have patient information. There were no further complications reported/anticipated. Additional information was received from the rep on (B)(6) 2020. The hcp stated, ¿I did remove an infected pump last friday¿ (B)(6) 2020), but they had no further information to provide.